Event description:
The pt was implanted with a herniamesh t-sling. Later the pt experienced symptomatic rectocele with vaginal stenosis, vaginal pain, recurrent stress urinary incontinence and pain under urethra. A surgery to remove the t-sling, repair of the posterior vaginal wall with advancement flat and implantation with a competitor's product were performed.